Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken off/missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump broke apart during a robbery as it was dropped. Customer's blood glucose was unknown. Insulin pump would need to be replaced.